Event description:
It was reported that during a da vinci s prostatectomy procedure, the fenestrated maryland bipolar instrument stopped working. The surgeon completed the procedure with another instrument. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted tests and found the instrument moves intuitively in all directions. The cables feel slightly stretched due to heavy usage. Electrical continuity passed. The chassis is missing a piece below one lever, most likely from mishandling. Engineering also observed the distal end of main tube has a 6 inch long section directly above the proximal clevis with material removed. The damaged area is parallel to tube axis and has a rough surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.